Event description:
It was reported by the rep the device was used during a thoracic lung volume reduction. It was reported when stapling lung using gortex stripes on the third firing & transecting through or stapling with the no knife the device over the gortex stripes was unable to fire more than fifty percent of the way. The surgeon tried to open & the handle came off. The device broke. An additional device was pulled to complete the case. There was no consequence to the pt.